Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported left side deflation and "it felt really loose, it was sliding through my armpit, slipping through rib cage, looks like a deflated sack, excessively small, and nipple is smaller". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation and device migration. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation and "it felt really loose, it was sliding through my armpit, slipping through rib cage, looks like a deflated sack, excessively small, and nipple is smaller." Device has been explanted.